Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing. It was determined that this failing part had low fluid numbers and caused the false air in line alarms. The failed upstream sensor has been replaced.

Event description:
During review of the event history log it was determined that a repeating pattern of air-in-line alarms suggests that the device was falsely alarming for air-in-line. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.